Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted on the ECG that the device was stimulating the atrium twice in a row. The physician measured it and there was no indication of failure or similar. It was noted that the av-interval after the second atrial pace was similar to all previous av-intervals, the first atrial pace was being ignored. No intervention or patient symptoms were reported.